Manufacturer narrative:
This report is being sent as follow up no.1 to report that during an internal review it was found and confirmed that the reported event submitted under this MDR is a duplicate report and was inadvertently submitted. For details on the event reported please see MDR 1118880-2023-00277.

Event description:
The user facility reported that the cath lab had the involved tr band lose air after being inserted into a patient, causing arterial bleeding. The patient was in stable condition. The device didn't work due to the malfunction; however, the case was finished. The procedure outcome was successful. The event occurred post-treatment.

Manufacturer narrative:
E3: occupation: materials manager. The actual device is not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.